Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture on the left ventricular (lv) lead. Elevated thresholds were also noted. Technical services (ts) was contacted, and ts helped troubleshoot. Subsequently, the crt-d was explanted and replaced. The lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.